Event description:
The customer reported, they were receiving an err3 message, when inserting strips into their freestyle blood glucose monitor and a battery/booklet icon, which is the indication that the monitor may have exhibited a memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The product has been requested back for investigation. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.